Event description:
It was reported that the laser marking was out of order. Rust was on the instrument. The laser inscription wears out quickly. Flash rust forms in these areas as laser inscription damages the instruments passive coating. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. The device was returned for inspection and the event was confirmed. Investigation of the complained device revealed that rust was on the instrument. It was noted that flash rust forms as the laser inscription damages the instruments passive coating. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. Based on these findings we conclude that the cause of failure is not due to any manufacturing non conformances and may be related to the cleaning and maintenance of the device. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. While the device failure may be related to the cleaning and maintenance of the device we are unable to determine the exact cause of this reported problem and the complaint condition is due to an unknown cause.